Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation is rupture. This is a known potential adverse event addressed in the product labeling.

Event description:
Physician reported a right side rupture. The device was explanted.

Event description:
Physician reported a right side rupture. The device was explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified an opening, the device was underweight, fold crease, and a dark ring. A microscopic analysis was performed which identified a sharp edge opening assessed as an unidentified tear opening. A dimension measurement in the shell was performed which identified the shell thickness within the specification. Based on the device analysis, the final assessment is a sharp opening on the posterior side due to an unidentified tear opening.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Physician reported a right side rupture. The device was explanted.